Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon was advanced for dilation. During the procedure, the device was inserted into the lesion site using a guidewire-first approach via the same-leg access. However, during the first inflation after several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.